Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, mesh flipped and attached to peritoneum. Post-operative patient treatment included revision surgery, mesh was cut away form peritoneum, and new mesh was placed.